Event description:
The consumer reported that he got pulsating electrical shocks down his legs when he laid on his back. The patient stated this didn¿t happen as much in other positions. Troubleshooting had the patient sync with the implant and it was determined that stimulation was off. The patient noted the shocking when lying stops when he turned stimulation off. The patient confirmed he had adaptive stimulation enabled and disabling adaptive stimulation still caused a shocking sensation. The patient mentioned he also had shocking when on his right side going to his back. The patient was directed to their healthcare provider and the patient stated he would decrease stimulation to a comfortable level when in lying position until then. The indication for use was non-malignant pain.